Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). Pt mentioned that they normally feel the stimulation on their legs and they have it every 15 seconds. Pt added that they have it set that they can feel the vibration. Pt mentioned that now they are feeling it on their right shoulder. Pt mentioned that they have couple of falls. Pt noticed this issue middle of last week. Pt mentioned having pain on their neck and shoulders. Agent had the pt connect to mystim app and saw unable to connect screen and setup link. Pt successfully connected but saw service code 336 neurostimulator battery empty. Pt started recharging and confirmed ins battery was empty and stimulation was off. Pt will continue charging the ins and turn on the stimulation once charged. Agent redirected patient to healthcare provider (hcp) to address therapy concerns.